Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that one pin at the power port 2 of controller is broken. An elective controller exchange was performed and it was stated that there were no effect on patient and he was doing fine the whole time. The controller was replaced from hospital stock. It was stated that no log files available and no more demographic data provided as hospital wants to protect patients' privacy. No additional information available

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller (con186274) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of poor mechanical connection was confirmed via visual inspection. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to damaged pin in port. This damage prevents battery from making a proper connection. This damage was most likely caused by improper handling of the controller. The manufacturer has opened an internal investigation to evaluate loose connectors found on controller. The most likely root cause of the reported event can be attributed to a forced connection.